Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible right atrial (ra) lead oversensing was noted on atrial arrhythmia episodes which occurred three months prior. Follow up yielded no further information. The lead remains in use. No patient complications have been reported as a result of this event.